Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ping meter remote read inaccurate erratic and high. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The patient¿s mother reported that on (B)(6) 2013, at 10am, while at school, the patient began to feel shaky. In response to the symptoms, the patient¿s blood glucose was tested with the subject meter and obtained readings of ¿6.0 mmol/l (108 mg/dl) and 12.0mmol/l (216 mg/dl)¿, obtained within a minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. The reporter informed the csr the patient was then tested with another device and obtained a reading of ¿4.2 mmol/l (76 mg/dl)¿ which correlated with the patient¿s feelings. The patient was given juice in response to the symptom(s). During the follow-up call, the patient¿s mother informed the csr that prior to the onset of symptoms, the patient had last tested her blood glucose with the subject meter at 8:11am that morning. The reporter stated the patient obtained a reading of ¿22.4 mmol/l (403 mg/dl)¿ which was higher than expected. The patient is on insulin pump therapy. In response to the meter reading, the patient¿s mother confirmed a correction bolus was administered (amount not recalled). At the time of the initial call to lfs, the csr noted that the reporter did not have the subject meter or test strips with her. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia after obtaining an elevated blood glucose reading with the lfs device. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/16/2014).the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/26/2014 and 4/7/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.